Event description:
A malfunction was reported on a pump while the caller was in the middle of changing the cartridge, and the new cartridge was not inserted timely. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, was assisted in resetting the pump, and was advised to monitor for any recurring malfunctions, with the option to continue using the pump as no further issues were present after the reset.